Event description:
It was reported that this pacemaker exhibited suspected loss of capture (loc), which resulted in patient experiencing bradycardia. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. The device had its capture threshold increased. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited suspected loss of capture (loc), which resulted in patient experiencing bradycardia. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. The device had its capture threshold increased. This device remains in service. No adverse patient effects were reported.